Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's experienced a low blood glucose (bg) level of 50 mg/dl,cause was unknown. Customer consumed carbs and glucose tablets to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.